Manufacturer narrative:
The dispense check valve, stopcock, and syringe malfunction or leakage may potentially impact staining. No delay to testing was reported. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
Customer reported uneven usage or reagent. Issue was attributed to a dispense check valve and stopcock/syringe malfunction. The field service engineer replaced the parts. Instrument was fully operational and returned to service. No indication of patient or user harm. No delay to testing.